Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval. (B)(4).

Event description:
During the follow-up performed on (B)(6) 2014, noise oversensing was observed in recorded episodes. An analysis of the noise episodes was requested, as well as an estimation of the device residual longevity.